Manufacturer narrative:
The investigation determined that discordant, reactive vitros anti-sars-cov-2 igg (cov2igg) results were obtained from multiple samples from a single patient when processed using vitros cov2igg reagent lot 0110 on a vitros 5600 integrated system. A definitive assignable cause for the discordant reactive results could not be determined. Minimal vitros cov2igg quality control results were obtained as this was a new assay just being put into use. The vitros quality control results obtained were acceptable indicating the assay was performed as expected. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2igg lot 0110. Additionally, there was no indication of any instrument malfunction and unexpected instrument performance was not a likely contributor to the event. It is unknown if the patient had been exposed to covid-19 and has since recovered. Pcr testing was performed at the hospital and a negative result was obtained 2 days after the first sample was collected and a reactive vitros cov2igg was obtained. It is possible that the patient had been previously exposed and has since recovered where the viral load is no longer detectable. Per the covid-19 fact sheet for healthcare providers (j68330), igg antibodies are generally detectable in blood several days after initial infection, although the duration of time antibodies are present post infection is not well characterized. When igg antibodies are present it often indicates a past infection but does not exclude recently infected individuals who are still contagious. There is no intention to draw any additional samples from the patient and there is no additional information for this patient regarding covid-19 exposure or a previous infection. Therefore, the assay result accurately reflecting patient status cannot be definitely identified. The presence of a heterophile antibody interferent has been ruled out as a contributor to the event as the customer obtained a similar reactive result from a sample treated with a heterophile blocking tube. There is no indication that the vitros results are not the expected results. Reproducible reactive vitros cov2igg results were obtained from 4 different sample tubes collected within a 10 day time interval. The vitros cov2igg results are being compared to results from the same sample tube processed at 2 different laboratories that both process abbott anti -sars igg method. It is possible that the abbott results are instead false negative but this could not be confirmed. However, a meeting was held between the customer and ortho medical affairs. It has been concluded that a non specific antibody was driving the false reactive cov2igg. Therefore, an unknown interferent (non-specific antibody) was determined to be the assignable cause.

Event description:
A customer obtained discordant, reactive vitros anti-sars-cov-2 igg (cov2igg) results from multiple samples from a single patient when processed using vitros cov2igg reagent lot 0110 on a vitros 5600 integrated system. Vitros anti- sars-cov-2 igg = 1.88, 1.88, 2.16, 2.06, 2.20 s/c (reactive) versus expected non-reactive/negative. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The vitros cov2igg results were not reported from the laboratory to a physician and were not used to aid in diagnosis of sars-cov-2 infection but were generated method comparison testing. Patient management was not influenced based on the vitros results and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).